Manufacturer narrative:
Block e1: initial reporter's facility name: (B)(6). Block h6: medical device problem code a1502 captures the reportable event of stent positioning issue. Block h10: an ultraflex esophageal distal release covered stent was received for analysis; the delivery system was not returned. Visual inspection was performed and no damages or issues were found. The reported event of stent positioning issue could not be confirmed as this failure occurred during the procedure and is not possible to replicate in the laboratory of analysis. It is most likely that procedural factors encountered during the procedure limited the performance of the device contributing to the reported event of stent positioning issue. Handling and manipulation of the device during procedure may have led to the stent moving out of its target location. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat an 8cm malignant esophageal stenosis during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, the stent moved out its target location. The stent was removed from the patient with forceps and another ultraflex esophageal stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that an ultraflex esophageal ng distal release covered stent was to be implanted to treat an 8cm malignant esophageal stenosis during a stent placement procedure performed on (B)(6) 2021. Reportedly, the patient's anatomy was not tortuous and was not dilated prior to stent placement. During the procedure, the stent was able to be deployed; however, the stent moved out its target location. The stent was removed from the patient with forceps and another ultraflex esophageal stent was implanted to complete the procedure. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6).. (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.